Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) found the primary failure of thermal damage on the bipolar yaw pulley. The bipolar yaw pulley exhibited localized melting damage at the base of one of the grip tips. Electrical continuity was performed and passed. No damage to the conductor wire was observed.

Event description:
It was reported that during central processing, maryland bipolar forceps instrument was burnt at the distal tip. There was no report of patient involvement.